Event description:
It was reported that the patient presented discomfort with his inflatable penile prosthesis (ipp); upon visual and physical examination it was determined that there was a distal erosion. The device was explanted and the physician decided to give time to the healing process before performing a re-implant procedure. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.